Event description:
It was reported that the driveline release button fell off after removing the system controller from the sterile packaging. A new controller was used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.